Event description:
A malfunction was reported when a malfunction code labeled "malf 16" was displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer reset the pump with assistance from technical support, but the malfunction persisted. Consequently, the technical support team arranged for a pump replacement and instructed the customer to use multiple daily injections (mdi) as a backup insulin therapy. The customer was also guided to return the faulty pump within 10 days using a prepaid label.